Event description:
Reportedly, death of the patient at the hospital (initially admitted for a prosthesis surgery) is due to atrial fibrillation, followed by ventricular tachycardia and ventricular fibrillation. The physician is requesting that analysis be done to rule out device malfunction.

Manufacturer narrative:
11/09/2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.